Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-sep-2019. This spontaneous case was reported by a health professional and describes the occurrence of headache ('daily headaches') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), arthralgia ("joint pain in the hands"), depression ("depressive syndrome") and deafness ("hearing loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the headache had not resolved and the fatigue, arthralgia, depression and deafness outcome was unknown. The reporter considered arthralgia, deafness, depression, fatigue and headache to be related to essure. The reporter commented: in the check-up one month after removal she mentions fewer headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.